Event description:
Information was received from a patient regarding an external device.  During the call the patient wanted to check the battery voltage of each of their implantable neurostimulator (ins), but they were unable to do so because the patient programmer was not powering on. The following troubleshooting steps were performed: confirmed batteries were in the programmer. Additional troubleshooting information: the patient confirmed they were using appropriate batteries, and they put new batteries in the programmer as well. The issue was not resolved through troubleshooting. No symptoms reported. Additional information received from the consumer reported they received the replacement programmer and were able to power it on when they inserted the batteries.

Manufacturer narrative:
Continuation of d10: product ID 37642 serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 37642, serial/lot #: (B)(6) , UDI#: (B)(4) h3: analysis of the 37642 patient programmer (ptm) serial number (B)(6) revealed complaint unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.